Event description:
The customer reported via phone call that they had air bubbles in their reservoir. Customer reported the air bubbles were the size of half a pea. The customer's blood glucose was 271 mg/dl. The customer was advised rewinding the insulin pump with the reservoir in place would create air bubbles. Customer stated they did not rewind the insulin pump with the reservoir in place. The customer also reported their insulin was not stored at room temperature. Customer was advised this practice would create air bubbles. The customer also reported experiencing high blood glucose after being hospitalized from a fall. Customer was wearing the insulin pump at the time of the hospitalization. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.